Event description:
It was reported that the uretero-reno fiberscope exhibited a "bad" image during therapeutic ureterosection, which caused the procedure to be prolonged for greater than or equal to 30 minutes while the patient was under sedation. The procedure was completed with a back-up device. There were no reports of patient or user harm.

Event description:
Additional information received that the customer clarified the prolongation of procedure was unknown. Additionally, the customer confirmed no patient impact.